Event description:
The facility's biomedical engineering department reported an infusion pump that alarmed failure on channel b during patient use. The pump was infusing dopamine at a dose of 12mg/kg/min to a sedated intensive care unit patient when the event occurred. Reportedly, channel b shut down after the failure and displayed "out of service." The patient's blood pressure was reported to decrease to "60". Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, patient injury, medical intervention, other medication involved, or set up of the infusion device.